Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h6 (medical device ¿ problem code type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the device. Upon evaluation the fse was able to pull the fault log to find error code 139 associated with the power management board. The fse replaced the power management board, and the issue was resolved. The issue regarding the helium leak is unclear and a gfe will be sent to address the issue. There was no patient involvement and no patient harm reported for this complaint. All safety and functional tests were completed. If any pertinent information becomes available in the future, the complaint will be reopened and updated accordingly. Update: the record is being sent to review as multiple gfes were sent to receive the service order/fault logs if any information becomes available in the future this record will be updated the following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: power management board. This part was received with a reported unit failure message of leaking issue and error code 139. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed power management board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed functional tests and passed. The fat dept, pumped the cardiosave test fixture and did not observe any error code. Also, pulled the error code logs and did not see code 139. The fat dept. Could not verify the failure message of leaking issue and error code 139. Power management board passed testing. Retaining power management board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that a helium leak occurred in the cardiosave intra-aortic balloon pump (iabp). No patient was involved.